Event description:
Anesthesiologist preparing patient for c-section. Inserted guide needle. Inserted 25ga spinal needle. Realized needle would be too short. Pulled out guide and needle all together. Noted spinal needle about 1/2 size it should be. Consulted ob physician for incision to remove broken needle piece. X-ray taken. Add'l info provided by the facility indicated the patient suffered no adverse sequela associated with the incident. It is believed the entire needle fragment was removed. However, due to the obesity of the patient, the physician cannot 100% exclude the possibility of a small fragment being retained in the patient.

Manufacturer narrative:
The actual device involved in the incident was not returned for eval. However, two photographs of the sample were returned, depicting the needle broken in two pieces positioned next to a tape measure. The fractured fragmented portion of the pencan spinal needle with the needle tip measured approximately 41mm in total length and a 8mm portion of the fractured end of the fragment was bent on a 45 degree angle. The hub segment measured 42mm. Without the actual sample, the exact measurements could not be accurately determined. Incidents of this nature indicate that the cannula encountered some type of trauma, which stressed the part beyond its intended design capabilities. This may be the case in this incident especially since the returned photograph depicts the needle to be bent on an angle at the point of fracture. However, without the actual sample, no specific conclusions can be drawn. All available info has been forwarded to the MFR for eval.